Event description:
Peripheral heplock started in ER on overdose patient. They gave him several different IV push meds during his stay there. He was admitted and started on prophylactic antibiotic. Had low grade temp in 2008 and blood cultures were positive for serratia marcescens. About 2 days later, his temp went to 103 degree and he had warmth, redness & swelling at IV site in forearm. Dose or amount: 10 ml, frequency: after each med, route: IV. Dates of use: 2008. Diagnosis or reason for use: overdose-reversal meds given IV. Event abated after use stopped or dose reduced? Yes.